Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an lavh procedure, they started to have issues opening the handle when trying to clean device, the top jaw broke off. As they had completed the laparoscopic portion of the case, the device was no longer needed to finish the case. There was no adverse consequence to the patient.